Event description:
A nurse reports that during the middle of a procedure, the system stopped working. After a fifteen minute delay, the procedure was completed with the same system with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).